Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The reported allegation was not confirmed. Moreover, a complete and intact lead was returned. There was no damage or defect noted. In addition, the lead passed the continuity test which indicated conductors were intact. No visual anomalies were noted.

Event description:
It was reported that these right ventricular (rv) lead and left ventricular (lv) lead was explanted due to product performance issue. In addition, another left ventricular (lv) lead was not successfully implanted due to product performance issue. No adverse patient effects were reported.